Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was set to deliver 580 ml at 58 ml/hr and that the feeding should last ten hours, but that it finishes in four hours. They did not specifically state if there was formula left in the feeding set or if it was all delivered in four hours. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the device had been replaced and that they had no further information. They did not report any adverse effects to the patient. (B)(4).